Event description:
On 10/26/2016 it was reported from the physician¿s office that the patient¿s notes dated (B)(6) 2016 indicated that the patient has a low battery which may be the reason for increase in seizures and needs to have the device replaced immediately. No exact battery status was provide. No additional relevant information has been received to date.

Event description:
The patient underwent battery replacement on (B)(6) 2016. The device was discarded after surgery is unavailable for return. It was stated that the patient's increase in seizures was at pre-vns baseline levels. There were no external factors that may have contributed to the increase in seizures.